Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. The product was released according to the product¿s acceptance criteria. No additional investigation is required based on device history review. A complaint history examination indicated that this was the sixteenth complaint received. The root cause for the defects experienced by the customer could not be determined because no sample was returned and the device history review (DHR) of the lot number provided indicated product was released according to the product¿s acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint does not identify a reported lot and no sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the valves leak during the procedures. The procedures were completed without harm to the patient's. Additional information and a product sample have been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided by surgeon indicated the procedure was completed and the patient was fine.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.(B)(4).